Event description:
Patient had mediport inserted on (B)(6) 2016. On 04(B)(6) 2016 returned to hospital with complaints of swelling, redness and tenderness at port site. Identified that port was not infusing correctly. Procedure performed to remove and replace port. At that time, identified that first mediport was cracked.